Manufacturer narrative:
Available evidence indicates the device remains implanted but not in use. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received an inappropriate shock. Review of the episode showed oversensing of artifacts and a baseline shift. The device was programmed in the secondary vector at the time. Technical services discussed the artifacts were not consistent with movement or myopotential noise and recommended troubleshooting to evaluate the electrode for impairment. X-rays were recommended to check the electrode body and the electrode to device connection. No adverse patient effects were reported. The device and electrode remain implanted and in service. The field representative confirmed that noise was reproduced with isometrics in the primary and secondary vectors. A new screening was planned; the physician was considering an invasive investigation to check for a connection issue or loose setscrew, or replacing the s-ICD system with a transvenous ICD. It was later reported that the s-ICD was deactivated and a new transvenous system was implanted on (B)(6) 2020. A review of the patient's file found no record of an explant procedure. No additional adverse patient effects were reported.

Manufacturer narrative:
Available evidence indicates the device remains implanted but not in use. If information is provided in the future, a supplemental report will be issued. The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the noise, oversensing, or inappropriate shock therapy that was observed clinically.

Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received an inappropriate shock. Review of the episode showed oversensing of artifacts and a baseline shift. The device was programmed in the secondary vector at the time. Technical services discussed the artifacts were not consistent with movement or myopotential noise and recommended troubleshooting to evaluate the electrode for impairment. X-rays were recommended to check the electrode body and the electrode to device connection. No adverse patient effects were reported. The device and electrode remain implanted and in service. The field representative confirmed that noise was reproduced with isometrics in the primary and secondary vectors. A new screening was planned; the physician was considering an invasive investigation to check for a connection issue or loose setscrew, or replacing the s-ICD system with a transvenous ICD. It was later reported that the s-ICD was deactivated and a new transvenous system was implanted on (B)(6) 2020. A review of the patient's file found no record of an explant procedure. No additional adverse patient effects were reported. Additional information was received that this s-ICD system was explanted in (B)(6) 2021. The device and electrode were expected to be returned for laboratory analysis.